Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that visually and dimensionally confirmed the instrument is broken at the base of the radius near the driver tip. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue and a shear lip, consistent with bend stress overload. The location and fractographic evidence of the fracture surface, in conjunction with the length of the driver shaft (+300 mm) suggest failure due to bend stress overload.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that the tip of the inserter broke off and remains implanted in the cage in the patient. No further details are known at this time.